Event description:
It was reported that the pump was replaced to avoid in-vivo battery depletion. The catheter was also replaced due to an occlusion. No pt symptoms were reported. The report indicated that there was no pt injury. The type of medication, concentration, and daily dose being administered via the pump were not reported.

Manufacturer narrative:
The pump and catheter have been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.